Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during orif surgery, one (1) unknown evos drill broke off in the soft tissue protector of one (1) 2.0/2.7mm double-ended drill guide. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H6: medical device problem code section h3, h6: the associated devices were returned and evaluated. The visual inspection revealed that a fragment of a fractured drill bit is stuck on the 2.0 sleeve on the double-ended drill guide. The device shows signs of extensive wear and use. The drill bit specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. For the double-ended drill guide, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. The double-ended drill guide is a reusable instrument that can be exposed to numerous surgeries. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The drill bit is a single use device. Therefore, potential factors that could contribute to the reported event include damage from misuse, rough handling, surgical technique or damage from prolonged use of the reusable double-ended drill guide. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.